Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 30cc 7.0fr iab. A dried substance consistent in appearance with decontamination fluid was noted on the bladder membrane. The distal end of the super arrow-flex (saf) sheath was approximately 34.5cm from the distal tip of the catheter. A bend on the central lumen was found approximately 9.0cm from the distal tip of the catheter. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, punctures consistent with contact from a sharp object were noted approximately 0.8cm, 3.5cm, and 3.7cm from the distal tip. No abrasions were noted. A lab inventory spring wire guide (swg) was inserted through the luer end of the catheter. Minor resistance was noted at the location of the previously note bend. The swg was able to advance. The swg was inserted through the distal tip of the catheter. Minor resistance occurred at the previously noted bend. The swg was able to advance. See other remarks sections. Other remarks: a device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. Three punctures consistent with contact from a sharp object were found on the bladder membrane. The root cause of the damage is undetermined.

Event description:
It was reported that while in the dsa the intra-aortic balloon (iab) was inserted via a sheath and into the patient's left femoral artery. The patient was then moved to the cardiac care unit. The patient received counterpulsation via the intra-aortic balloon pump (iap-0400, s/n (B)(4)) for 30 minutes when the pump alarmed "possible helium loss" and blood was noted in the helium tubing. "The md checked all the connectors, but there was no abnormity." The md removed the iab and requested another iab for use. The second iab was prepped and inserted into the right femoral artery. After the second iab was inserted successfully the md inspected the first iab-s730c and found the top of the catheter was broken. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a reported three minute delay in iabp therapy. The patient outcome is listed as "well." X-rays were performed after the iab was inserted and the findings were "normal." The x-rays are not available for review.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the dsa, the intra-aortic balloon (iab) was inserted via a sheath and into the patient's left femoral artery. The patient was then moved to the cardiac care unit. The patient received counterpulsation via the intra-aortic balloon pump (iap-0400 , s/n (B)(4)) for 30 minutes when the pump alarmed "possible helium loss" and blood was noted in the helium tubing. "The md checked all the connectors , but there was no abnormity." The md removed the iab and requested another iab for use. The second iab was prepped and inserted into the right femoral artery. After the second iab was inserted successfully, the md inspected the first iab-s730c and found the top of the catheter was broken. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a reported three minute delay in iabp therapy. The patient outcome is listed as "well." X-rays were performed after the iab was inserted and the findings were "normal." The x-rays are not available for review.